Manufacturer narrative:
The device was evaluated at (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) due to an abnormality in the endoscopic image during preparation for use. The user replaced the device to another device and completed the intended procedure, intrauterine electrotomy. When the reported event occurred, the patient was not yet anesthetized and the procedure was not delayed by more than 15 minutes. (B)(4) then inspected the device and found that the endoscopic image was not displayed due to the peeling of the coating on the camera cable and the breakage of the wire inside the cable. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device evaluation result, it was confirmed that the endoscopic image was not displayed due to the damage of the camera cable. Therefore, olympus medical systems corp. (Omsc) concluded that the endoscopic image was not displayed normally due to the disconnection of the camera cable. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.